Event description:
It was reported that a homechoice device experienced an unspecified alarm (no details provided) during the night prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported event was unknown; however, a system error 2044 was identified during a review of the event history log. Visual inspection, functional testing, and electrical testing were performed and did not identify any issues that could have contributed to the reported condition. A sample evaluation was performed and a simulated therapy verified the system error 2044. The cause of the condition was determined to be the membrane gasket and the pump. To correct the condition, the membrane gasket and pump were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.